Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. If the device of additional information is received, microvention, inc. Will submit a supplemental report. The instructions for use (IFU) identifies difficult or cannot be resheathed as a potential complication associated with the use of the device.

Event description:
As reported, type of surgery being performed and treatment site: stent assisted coiling of a recurrent, previously coiled acomm aneurysm. To treat this recurrent aneurysm a headway 17 microcatheter was navigated up the right ica to right aca, past the aneurysm into the distal a2. The a1/a2 junction was a tight, almost 180 degrees turn that the headway navigated easily. A headway duo 156 was placed in the aneurysm as the coiling catheter. Measurements were taken in the mid-section of the a2 at the preferred distal landing zone (1.9mm) and the mid-section of the a1 at the preferred landing zone (2.8mm). The length was measured to 24mm, so a lvis evo (lev3028) was chosen. The stent easily passed through the headway 17 to the distal end. After bringing the construct back to the deployment area the physician started to deploy the lvis evo which opened well as expected in the a2. However, as the stent was being deployed past the acomm and the aneurysm it failed to open and formed a tornado shape. Despite manipulation the lvis evo would not open, so the stent was recaptured leaving about 5mm open, anchoring it still in the a2. During this first recapture tension was seen in the system which was evidenced by the support catheter (sofia 6f) moving forward in the distal ica. The stent was then unsheathed again with the same result, the tornado shape at the tight turn from a2 to a1. At this point the physician wanted to recapture it again but expressed his discomfort in the force he was having to apply to the headway and/or the lvis evo delivery wire without the stent resheathing. He then asked his colleague who has more experience with lvis evo to try. The second physician agreed that the stent would not recapture, and a decision made to remove the headway 17/lvis evo construct as one unit. The case was completed with the distal a2 was re-catheterized with a phenom 21 (medtronic) and a solitaire ab (medtronic) stent was successfully placed. Coils (stryker and tetras) were placed in the aneurysm behind the stent however on placement of the final coils some coil loops protruded through the stent which meant that the patient had to be given dual antiplatelets. Further prolonged imaging was required before the procedure was finished. The need for a stent (medtronic) during the procedure added approximately 90 minutes to the overall time.

Manufacturer narrative:
The investigation found the stent and pusher returned inside the microcatheter. The stent was able to advance through and retract back into the microcatheter without resistance during the investigation. No abnormalities with the stent shape or expansion were observed upon deployment from the microcatheter. The investigation of the returned stent, pusher, and microcatheter did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
A supplemental report is being submitted to report the investigation finding in section h11.